Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01289. It was reported the patient ((B)(6)) presented at care control and upon examination of the patient's scs system's surgical incision the nurse identified scar inflammation, sepsis and drainage. The patient's entire scs system was explanted. This event was found upon record review.